Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user accidentally entered two meal announcements on the ilet system and later confirmed the duplicate entries in the device history, with current blood glucose reported at 160 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no reported alarms and no need for medical intervention or hospitalization. Investigation included customer education on canceling a meal announcement while it is processing, guidance to monitor blood glucose, and advice to consume additional carbohydrates to mitigate potential excess insulin from the duplicate entry. Investigation of this case revealed that the device functioned as designed and the event was attributable to user input error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.